Manufacturer narrative:
Pump was received with intermittent button response and button error alarm due to corroded keypad traces. Unit had cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call that the insulin pump buttons are not responsive. Customer does not recall any significant events leading to the error except that customer is a runner and pump gets very hot and sweaty. Customer's blood glucose was 132 mg/dl at the time of incident. Troubleshooting was done for keypad anomaly. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.